Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that one (1) extraction conical screw broke during an unknown hardware removal on (B)(6) 2018. While removing an unknown construct that was implanted in the patient about 20 years ago, the surgeon realized that a few screw heads were stripped and hence decided to use a synthes broken screw removal set. While removing this unknown construct, at an unknown point in the surgery, the extraction conical screw broke into two clean parts, without any fragments being generated. The surgeon was able to remove the broken part of the screw by unknown means. The surgeon had to cut the unknown plate in half towards the end of the procedure to remove it, and it is unknown if this complication resulted from the broken extraction conical screw. The procedure was otherwise successfully completed without any surgical delay, or any additional interventions being required. The patient was reported to be in a stable condition. This complaint involves one (1) device. Concomitant devices reported: small hexagonal screwdriver shaft (part# 314.03, lot# unknown, quantity# 1); unknown screwdriver (part# unknown, lot# unknown, quantity# unknown); unknown screws (part# unknown, lot# unknown, quantity# unknown); unknown plates (part#unknown, lot# unknown, quantity# 1). This report is 1 of 1 for (B)(4).